Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported their blood glucose was high, around 300 mg/dl to 400 mg/dl. The&nbsp;customer's blood glucose was corrected with the insulin pump. Troubleshooting was not performed on the insulin pump. The customer will not be returning their insulin pump for analysis.